Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis found that the pulse generators connector ports were out of specification which contributed to the inability to insert the lead. (B)(4).

Event description:
This report is to advise of an event observed during analysis.